Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experience hypoglycemia and getting insulin flow blocked in tubing. Customer's blood glucose level was 32 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode was automatically delivering insulin at the time of low blood glucose event. Customer did not allege insulin pump was over delivering. The customer was disconnected during the rewind or prime sequence. Customer reports programming was accurate. Customer stated that the insulin pump was not worn during a medical procedure. Customer also stated that they had issue that was welts, redness, itching and irritation. Customer reporting an issue associated with infusion set insertion site. Customer reports that they did receive medical treatment as a result of site issue. Customer states they visited to urgent care, on (B)(6) 2019 due to abscess on thigh from infusion set and treated as the abscess was cut open and drained. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).